Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose and low blood glucose value. Customer blood glucose values was 411mg/dl and 44mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose value and low blood glucose value. The customer was treated for high blood glucose by bolus and low blood glucose by glucose, orange juice and cookies. The device will not expected to be returned for analysis.

Manufacturer narrative:
Concomitant products were added.